Event description:
During variax foot extraction, it was found that the plate had broken. The fracture had fusion. There was no bad influence to the pt.

Manufacturer narrative:
Investigation in progress but not yet complete.